Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patients asystole was attributed to sick sinus syndrome. Two weeks after the patient was discharged, the patient presented with dyspnea and reduced functional capacity. A permanent pacemaker was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the index procedure, experienced asystole after external cardioversion at the end of the procedure. The patient subsequently developed a slow nodal escape rhythm accompanied by hypotension, premature ventricular contractions, and premature atrial contractions. These events required temporary pacing for approximately 25 minutes, administration of atropine and noradrenaline, and cessation of oral metoprolol. Blood tests showed creatinine levels of 130 and 91 on consecutive days, and holter monitoring revealed sinus rhythm with a rate of 55-85/min, as well as premature ventricular and atrial contractions. The patient¿s hospitalization was prolonged for rhythm observation. Hospitalization was extended. The patient later recovered. No further patient complications have been reported as a result of this event.